Event description:
Same case as MFR #6000093-2004-00565. It was reported that 30 minutes after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. The lesion being treated was located in the proximal to mid right coronary artery (rca). The physician successfully placed 2 taxus express2 8.8% 3.0mm x 24mm stents back to back and then post dilated them. There was no residual disease. The pt went back to the hospital floor. Thirty minutes later, the pt was experiencing chest pain level 4 on a scale of 1-10. They brought the pt back to the lab and repeat angiography revealed the rca was occluded from the proximal edge of the stent all the way down. The physician passed a wire through the thrombus and restored flow. The pt went into an emd (electro mechanical dysfunction) rhythm, so the physician placed them on a balloon pump and decided to send the pt for bypass surgery. Later, upon review of the angiogram, it was determined that there was a proximal edge dissection. The final pt condition is listed as satisfactory.